Event description:
It was reported that stent damage occurred. An omega 16mmx3.50mm stent was being inspected during preparation when it was noted that the stent was damaged. The procedure was completed with a different device and no patient complications were reported.

Manufacturer narrative:
Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).